Event description:
It was reported that during a co-embolisation for an unruptured internal carotid paraclinoid aneurysm, whilst deploying the subject stent from within the microcatheter resistance was felt within the mc during deployment. Additional information received confirmed that the subject stent was partially deployed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.